Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was intermittently delayed in responding to presses. Reportedly, the customer had an alternate method of insulin delivery available. There was no reported impact to the customer's blood glucose level.